Event description:
It was reported via repair work order that the zoom drive was intermittent due to damaged load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom drive was intermittent due to damaged load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This MDR follow-up is being issued with the PMA/510(k)#.